Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, bowel problems, recurrence and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele and a sling was implanted. It was reported that patient underwent removal of mid urethral sling, posterior colporrhaphy and cystoscopy on (B)(6) 2012 due to constant stress urinary incontinence, pain, inability to defecate and vaginal prolapse. (B)(4) - recurrent prolapse.